Event description:
It was reported the patient presented with a high gradient, and therefore the valve was explanted. Upon explant, the valve appeared to be calcified. The valve was replaced with another manufacturer's valve. Additional information has been requested.